Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Customer¿s blood glucose displayed as "high' on continuous glucose monitor (cgm). The customer reverted to an alternate method in insulin therapy.